Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 2-3x daily. The patient manages her diabetes with humalog insulin (before meals) and levemir insulin (25 units in the evening). The alleged issue began on the evening of (B)(6) 2012. The patient denied making changes to her usual diabetes management routine. A couple days after the alleged issue, the patient claims she felt symptoms of shaky, sweaty and nervous which she associated with low blood glucose. The patient ate peppermint candies as treatment. At the time of troubleshooting, the cca noted correct test strips were being used with the subject meter. There was no indication of misuse. The patient was advised the batteries needed to be replaced in the subject meter. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.